Event description:
Same case as MDR#2134265-2012-05095. It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed, 32 x 3.0 mm, de novo lesion was located in a non- tortuous, non-calcified mid left circumflex artery. The lesion had a significant bend of less than 45 degrees. A 2.5 x 15mm non-bsc balloon catheter was used for predilitation which reduced the stenosis to less than 60%. The 3.00 x 32mm promus element stent delivery system (sds) was introduced and encountered significant resistance while trying to cross the target lesion and was unable to cross the lesion. The struts on the proximal segment of the stent had partially deployed. The device was exchanged for another 3.0 x 32mm promus element stent and the same thing happened. The procedure was completed with the implant of a 3.0 x 20mm promus element drug eluting stent (des) and a 3.0 x 16mm promus element des. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR #2134265-2012-05095. It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed, 32 x 3.0 mm, de novo lesion was located in a non- tortuous, non-calcified mid left circumflex artery. The lesion had a significant bend of less than 45 degrees. A 2.5 x 15mm non-bsc balloon catheter was used for predilatation which reduced the stenosis to less than 60%. The 3.00 x 32mm promus element stent delivery system (sds) was introduced and encountered significant resistance while trying to cross the target lesion and was unable to cross the lesion. The struts on the proximal segment of the stent had partially deployed. The device was exchanged for another 3.0 x 32mm promus element stent and the same thing happened. The procedure was completed with the implant of a 3.0 x 20mm promus element drug eluting stent (des) and a 3.0 x 16mm promus element des. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified proximal stent damage. The stent struts on the proximal end of the stent were raised and bunched up. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube was kinked approximately at 30, 200 and 260mm distal from the catheter's strain relief. Several others kinks were noted along the length of the hypotube. Further kinks were noted along the length of the outer lumen. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).